Manufacturer narrative:
Additional information has been requested regarding the brand and model number: this information has been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on january 2, 2020.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration of the implant. It is unknown if the patient has been re-implanted with another device.